Event description:
A caller reported experiencing a cgm error 42 with a g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided the caller with complete pump reset information and guided them through the process. After the reset, the error code did not appear again, and the caller successfully started their sensor session.